Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 140 mg/dl. Customer was able to clear the alarm. Customer was not able to rewind the insulin pump. Customer stated drive support cap appeared to be normal. Troubleshooting was performed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and refer to backup plan. The device will be returned for analysis.